Event description:
It was reported that this right atrial (ra) lead dislodged one-week post-implant. The physician subsequently explanted and replaced the lead to resolve the event and no additional adverse patient effects were reported. The ra lead was discarded and will not be returned for evaluation.